Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap right hemicolectomy wherein a device and reload was used for end-to-end anastomosis. After the third firing was completed for side-to-side anastomosis, the surgeon opened the jaws, however he noticed that the knife stopped halfway. The surgeon was able to squeeze the handle during firing. Replaced by new device, and re-anastomosis was performed to complete the procedure. The surgical time was extended by more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first cartridge revealed that the first reload was partially fired. A piece of the shipping wedge was observed to be stuck in the knife bar channel causing some resistance during firing. Visual inspection of the second returned product noted that the second reload was fully fired. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.